Event description:
It was reported that after being kept in the operating room (past 1:00 p.m.), the foley catheter balloon was found deflated and missing in the ward (midnight on the same day). To confirm that the catheter had been removed, 10 ml of fixed water was again injected and observed, but no leakage was immediately confirmed, but when the catheter was checked again around 9 a.m., the amount was around 4 ml. It was confirmed that it faded over time. As per the investigator's notification received on 25apr2024, asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed at 90:10. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Also received 3 photo samples. First photo sample shows overview of catheter. Second photo sample shows end of catheter with balloon deflated. Third photo sample shows document written in native language. Based on the sample received for the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. The DHR review and the labelling review are not required as the reported events are unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after being kept in the operating room (past 1:00 p.m.), the foley catheter balloon was found deflated and missing in the ward (midnight on the same day). To confirm that the catheter had been removed, 10 ml of fixed water was again injected and observed, but no leakage was immediately confirmed, but when the catheter was checked again around 9 a.m., the amount was around 4 ml. It was confirmed that it faded over time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.